Event description:
It was reported that during a laparoscopic nephrectomy procedure, when the clip applier was activated to ligate a vessel, the jaws of the applier jammed in the closed position. The surgeon was able to open the device with no damage to the vessel. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent:2/29/2009: information was not provided by the initial contact. Information anticipated, but unavailable at this time.